Event description:
It was reported that a patient underwent a lip surgery on (B)(6) 2022 and suture was used. During the procedure the suture broke away while the surgeon was repairing patients lip, luckily, the suture landed by the patients neck as it could easily have gone down the patients throat. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). This medwatch report was initially submitted on 09/22/2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket (B)(4) for additional details. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please confirm if there was any patient signs or consequence due to the issue (breakage suture)? Please provide more details. There was no patient consequence. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.